Manufacturer narrative:
Date of report : 18jul2019, date rec¿d by MFR :17jul2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to replace the touch screen and was provided with the part number. The customer replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Device evaluated by MFR: a follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported touchscreen failure. The unit was in clinical use at the time the reported issue was discovered. There was no harm to the patient or the user.